Manufacturer narrative:
Analysis of the ipg could not determine the root cause of the complaint. Testing verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Visual inspection found the leads were cleanly cut and the distal end were not returned. The device damage was similar to the typical explant damage and was not considered a failure. X-ray inspection found no cable fractures. A review of the sterilization records did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient's ipg and leads had broken through the skin. The patient had an opening in the skin about an inch wide at which point the leads and ipg were physically visible. The patient underwent an explant procedure, during which, the entire system was explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50 serial # (B)(4) description: linear 3-6 lead 50 cm.

Event description:
A report was received that the patient's ipg and leads had broken through the skin. The patient had an opening in the skin about an inch wide at which point the leads and ipg were physically visible. The patient underwent an explant procedure, during which, the entire system was explanted.